Manufacturer narrative:
A lot number or product was not provided by the reporter therefore unable to proceed with lot check / batch retain testing.

Event description:
Dual brush head broke off right away (device breakage). No adverse effects. Case description: a female consumer reported while using an oral-b dual action or dual clean brush heads on unspecified date with an oral-b vitality series toothbrush that had been used for years, 2 dual brush heads of a 3 pack broke off right away on in her mouth and one in her hand. Concomitant products: crest toothpaste, form/version/flavor unk, oral-b vitality series toothbrush. The case outcome was no symptoms. No further information was provided.